Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient had pump stop events while connected to ac power. The patient was transitioned to battery power. On (B)(6) 2018 noted multiple pump stops and low speed operations were observed, suspected to have a potential issues with the percutaneous lead which was captured under MFR# 2916596-2018-19505. On (B)(6) 2018 x-rays were provided by vad coordinator and technical services noted that x-ray files were unremarkable. On (B)(6) 2018 a driveline repair was scheduled and was requested by customer. No further information provided.

Manufacturer narrative:
The replaced external segment of the percutaneous lead (driveline) was returned for evaluation. The reported pump stoppage events were confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined based on the evaluation of the returned portion of the driveline. The submitted log files captured multiple pump stoppage events while the patient was supported by the power module and the mobile power unit, respectively. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 19 inches of the distal end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed multiple areas of breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. The hmii lvas instructions for use and patient handbook contain information regarding driveline care; however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2018 that the patient was symptomatic during one of the pump stoppage events when the pump seemed to be off for 4 minutes. The patient remained asymptomatic during other pump stoppage events. On (B)(6) 2018 an external distal end percutaneous lead (driveline) replacement was performed without issues. The vad system was connected to a normal grounded patient cable post replacement and no additional alarms occurred. The patient was discharged to home with a power module and an ungrounded patient cable. As of (B)(6) 2018, no additional alarms have been reported.

Event description:
On (B)(6) 2018 noted multiple pump stops and low speed operations were observed, suspected to have a potential issues with the percutaneous lead which was captured under MFR# 2916596-2018-02119. On (B)(6) 2018 the patient had shortness of breath, light headed, pre-syncopal, extremely fatigued, diaphoretic and was placed on epinephrine and was monitored closely in ICU.